Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The complaint description specified a complication with the valve during the removal procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view.

Event description:
Extension valve breakage during removal procedure. During the extraction of the gastric balloon, the extension valve that allows the device to be brought to the mouth to remove the lid and extract the liquid, broke. This caused the liquid from the balloon (with methylene blue) to leak into the patient's stomach. The procedure consisted of standard spatz gastric balloon removal. However, due to the rupture of the extension valve, it was not possible to remove the fluid from the balloon in a controlled manner. In this situation, the doctor used foreign body forceps to extract the balloon.